Event description:
A non-healthcare professional reported via health authority that the patient underwent vitrectomy for diabetic retinopathy related to vitreous hemorrhage. During the procedure, the probe failed to perform cutting and aspiration. The procedure was completed on the same day after the probe was replaced with another one. There was no information reported about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).